Event description:
It was reported that this insertable cardiac monitor (icm) reached the recommended replacement time (rrt) after less than 1 year of being implanted. The premature battery depletion was confirmed as the voltage started to drop unexpectedly. It was advised to returned the device for detailed analysis. The icm remains in service and no adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) reached the recommended replacement time (rrt) after less than 1 year of being implanted. The premature battery depletion was confirmed as the voltage started to drop unexpectedly. It was advised to returned the device for detailed analysis. The icm remains in service and no adverse patient effects were reported. The icm was explanted and a new icm was implanted. The icm has been returned. No additional adverse patient effects were reported.